Event description:
Information was received from a healthcare provider (hcp) who was a mental health professional regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the patient reported that they needed an MRI but they were not able to charge the ins. The patient indicated that the scan was to try to identify if the implanted components were contributing to the nerve pain in their leg. The patient indicated that they have had nerve pain since implant. They also started getting a zapping sensation a few years ago when the ins was turned on. The patient indicated that the doctor that they saw at that time recommended that the patient turn the ins off because of the zapping sensation. The battery has been dead for a year. Troubleshooting was not required. Transferred the caller to national answering service (nas) number to page a rep. The caller indicated that the patient could not be seen by a physician that would work with the implant/try to perform a physician recharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.